Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Field service technician investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A hemodialysis (hd) user facility requested onsite service from a fresenius field service technician (fst) to evaluate a 2008t hd machine that had a melted power plug. The fst replaced the power supply and the machine passed both tests and was returned to service. Upon follow-up with the biomedical technician (bmt), it was confirmed that the power plug appeared melted. To resolve the reported issue, the fst replaced the power plug. There was no burning smell, smoke, melting, or arcing noted, and there were no reports of sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. There were 1332 hours on the machine at the time of the repair. After the repair was completed, the machine was returned to service. The damaged power plug was not available to be returned for evaluation as it was reportedly discarded. In addition, photos of the component were not available. There was no patient involvement associated with the reported event.

Event description:
A hemodialysis (hd) user facility requested onsite service from a fresenius field service technician (fst) to evaluate a 2008t hd machine that had a melted power plug. The fst replaced the power supply and the machine passed both tests and was returned to service. Upon follow-up with the biomedical technician (bmt), it was confirmed that the power plug appeared melted. To resolve the reported issue, the fst replaced the power plug. There was no burning smell, smoke, or arcing noted, and there were no reports of sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. There were 1332 hours on the machine at the time of the repair. After the repair was completed, the machine was returned to service. The damaged power plug was not available to be returned for evaluation as it was reportedly discarded. In addition, photos of the component were not available. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Correction: b5.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) user facility requested onsite service from a fresenius field service technician (fst) to evaluate a 2008t hd machine that had a melted power plug. The fst replaced the power supply and the machine passed both tests and was returned to service. Upon follow-up with the biomedical technician (bmt), it was confirmed that the power plug appeared melted. To resolve the reported issue, the fst replaced the power plug. There was no burning smell, smoke, melting, or arcing noted, and there were no reports of sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. There were 1332 hours on the machine at the time of the repair. After the repair was completed, the machine was returned to service. The damaged power plug was not available to be returned for evaluation as it was reportedly discarded. In addition, photos of the component were not available. There was no patient involvement associated with the reported event.